Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with vibratory alert. Upon review the left ventricular (lv) lead was exhibiting low impedance. Programming changes were made to the lv lead. The patient was in stable condition.